Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d8, g4, g7, h1, h2, h3 and h6 as reported, a 5f mynxgrip vascular closure device would not deploy. After taking the grey shuttle down, the unknown sheath would not come up and sealant would not deploy. Possibly the sealant was stuck in the advancer tube. Therefore, manual pressure was held to achieve hemostasis. There was no reported patient injury. The device was prepped according to the IFU. The mynx vcd was used after an interventional peripheral procedure, using a retrograde approach. The deployer was certified and an advanced user. A 5f non-cordis sheath introducer was used. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The user shuttled down completely. No unusual force was applied when retracting the sheath. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient recovered after the mynx. The product was not returned for analysis. However, 14 sterile 5f mynxgrip vascular closure devices from the same lot, f2028302, were returned for evaluation. 5 samples were randomly selected for investigation of the reported failure. The devices were returned in their original sealed package, but not in a controlled temperature condition. Per visual analysis, there were no anomalies/damages observed on the returned devices. Per functional analysis, the balloons of the returned devices were inflated, and pressure was maintained. The shuttle down procedure was simulated, and the advancer tube was observed properly engaged to the proximal tamp lock. The returned devices performed as intended per the mynxgrip IFU and are deemed to meet specifications. A product history record (phr) review of lot f2028302 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿device deployment jam¿ could not be confirmed as the product was not returned for analysis. The reported ¿device deployment jam¿ was not confirmed in the returned sterile devices as the products performed as intended per the instructions for use (IFU). The exact cause of the reported event could not be conclusively determined. Procedural factors, such as the sealant prematurely hydrating, may have contributed to the reported event. This can create resistance and obstructed the device path during the procedure. In addition, the procedural sheath stopcock was observed not opened as received, which may have contributed to the reported incident. According to the mynxgrip instructions for use (IFU) which is not intended as a mitigation of risk, deploy sealant, it instructs users to open the procedural sheath stopcock and confirm temporary hemostasis while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Failure to open the procedural sheath stopcock and/or high tension applied to the balloon catheter during the deploy sealant step can result in a tight seal at the tip of the sheath, and as the device is advanced, blood can be trapped inside the sheath and caused the sealant to hydrate prematurely. Neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2028302 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynxgrip vascular closure device would not deploy. After taking the grey shuttle down, the unknown sheath would not come up and sealant would not deploy. Possibly the sealant was stuck in the advancer tube. Therefore, manual pressure was held to achieve hemostasis. There was no reported patient injury. The device was prepped according to the IFU. The mynx vcd was used after an interventional peripheral procedure, using a retrograde approach. The deployer is certified and an advanced user. A 5f non-cordis sheath introducer was used. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The user shuttled down completely. No unusual force was applied when retracting the sheath. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient recovered after the mynx. The device will not be returned for evaluation as it was thrown away, however; two unused boxes will be returned.